Manufacturer narrative:
UDI: (B)(4). One (1) expedium si quick-connect modified poly driver product code: (B)(4) was returned to the complaints handling unit (chu) for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The fractured tip was not provided for evaluation as it remains inside the patient. The fracture analysis report suggests that the driver underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the modified driver¿s distal tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While inserting a screw, the tip of the 6983-27-038 screwdriver broke off in the head of an implanted screw. The surgeon attempted to remove the screw and damaged the 2797-12-500. The process of trying to remove the screw took about 20 minutes and was unsuccessful. The surgeon then decided to leave the fragment in place and was able to successfully capture the rod. The 2797-0-050 was damaged while adjusting other screws, when he saw it was damaged, we resuppled another shaft and he was able to continue.